Event description:
Litigation papers allege the pt began to suffer severe pain in her left hip and began to be off balance. The pain prevented her from standing for extended periods and from sleeping normally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.